Event description:
It was reported that an application instrument for the sternal zipfix was broken. The piece on top of the instrument broke off. Per additional information received on (B)(4) 2014, it is unknown as to how or when the instrument broke as no further information was provided. It appears that a plastic piece broke off of the device. No information of delay in surgery was reported. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment not diagnosis. The part was not returned for evaluation, no conclusion could be drawn. The lot number has been provided, a review of the device history record is not yet available.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the product development investigation was performed on june 16, 2014. The handling test with three implants did not show any malfunction of the instrument. All three implants could be tensioned and cut with the instrument as per the design intent. No design or functional issues have been identified on the returned instrument. The device is fully functional as per its design intent. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.